Event description:
The manufacturer representative (rep) reported an alleged overdischarge. They could not establish communication with either the patient programmer, implantable neurostimulator recharger (insr) or clinician programmer. The reason why recharging was not maintained was non-compliance. It was reported that the patient was able to charge but the patient didn't like charging. The patient was tired of managing the recharge for the implantable neurostimulator (ins). There was a report that the rep tried to address the overdischarge with a physician recharge mode (prm) but it wouldn't take. The patient was having the ins replaced today for a primary cell ins as the patient didn't like recharging the ins. No symptoms were reported. Relevant medical history includes non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.